Event description:
A malfunction was reported on the pump, and there were no notable events prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, however, the malfunction code persisted. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.